Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the usb port at a certain angle, in order to complete a successful charge. The customer stated the cable feels loose when connected to the usb port. The customer did not note any damage or debris inside the usb port. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.